Manufacturer narrative:
Corrected data: d1

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00629.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Event description:
According to the article "paradoxical hyperplasia after cryolipolysis in 2 patients with diabetes on insulin pumps", it was reported that a patient received a coolsculpting treatment to the abdomen using the coolpetite core applicator and presented with paradoxical hyperplasia (pah/ph). Moustafa f, christman m, zachary c, kaminer ms. Paradoxical hyperplasia after cryolipolysis in 2 patients with diabetes on insulin pumps. Dermatol surg. 2021 jun 1;47(6):868-869. Doi: 10.1097/dss.0000000000002818. Erratum in: dermatol surg. 2021 jul 1;47(7):1045. Pmid: 33021509.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2023-00735, is a duplicate of mrn 3007215625-2022-00629. Please see mrn 3007215625-2022-00629 for reportable events. This record is no longer reportable to the FDA and will be un-reported. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/15/2023.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.